Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) male patient who used super poligrip original denture adhesive cream (formulation ib-1526) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient began using super poligrip original denture adhesive cream. An unknown time later, the patient experienced neuropathy. This case was assessed as medically serious by (B)(4). Use of super poligrip original denture adhesive cream continued. At the time of reporting, the event was unresolved. Super poligrip original is manufactured in (B)(4), and the product was not available. (B)(6).